Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xt, serial number/date code unknown. The user manual part number 1056953 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has a preexisting condition indicating that she is an amputee and has been using the wheelchair for approximately 1 year. Her stability and medication regimen are unknown. The consumer is a (B)(6) female whose height and weight are unknown. The consumer stated that the arm of the wheelchair broke when being removed from a car. Her technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The chairs left arm is allegedly broken, right arm is allegedly loose. Consumer was taken to the hospital by ambulance when she allegedly fell out of the chair. Consumer stated that the chairs arm allegedly broke when removing the chair from the car. No injury is alleged.